Manufacturer narrative:
Insulin pump was received with motor error alarm during rewind, due to corroded motor home switch. Unable to perform displacement test, due to motor error alarm. Insulin pump had minor scratches on lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error. Nothing further reported.